Manufacturer narrative:
Twenty-four - off label use (implanted in taaa).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 62mm diameter thoracoabdominal aortic aneurysm. A valiant stent graft system was also implanted for a thoracic dissection approximately 1 year earlier. It was reported that during follow-up, the area between the valiant and endurant stent grafts has now grown through disease progression. The endurant stent graft has lost apposition leading to a type 1a endoleak. It was confirmed that the stent graft did not migrate. The physician stated the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information: the maximum diameter of the aorta was 6.2 cm extending from zone 5 to zone 10. An intervention was performed. A valiant (40x40x100) stent graft was implanted within the existing thoracic stent graft to provide a dual layer with seal close to the left subclavian artery. There was no spinal drain used during the procedure. The thoracoabdominal aneurysm was completely sealed and the proximal type I endoleak at the previously placed endurant bifurcate stent graft was resolved. The patient had a tortuous thoracic aorta. The patient¿s left renal artery was positioned posteriorly and had obstructive stenting which made access challenging. Another manufacturer¿s stent was dislodged from the renal artery while trying to straighten out the endobypass. The stent was unable to track through the previously placed stenting and another manufacturer¿s stent was used to secure the stent into the left renal artery. Film evaluation summary: the cause of the proximal type I endoleak could not be determined from the films provided; however, there appears to have been disease progression. The anatomy at implant revealed that the patient had a 42mm max diameter aaa. The patient¿s neck measured ~27mm in diameter, and there was dilatation of the thoracoabdominal aorta which measured ~36mm in diameter near the level of the celiac artery. CT¿s from 2 years post-implant showed that the bifurcate was positioned just below the renal arteries. The aortic diameter near the level of the celiac artery had increased to ~60mm, the bifurcate proximal od measured 37mm, and the max diameter aaa measured 42mm. Although no clear endoleak was seen it is possible that the aaa is being pressurized via the marginal proximal seal. Relevant history: hypertension, hyperlipidemia, current smoker. If information is provided in the future, a supplemental report will be issued.